Event description:
Pt was on the floor at 0420 and code blue called. Resuscitation failed, pt. Expired. No alarm heard. Alarm review pulled with 40 seconds of vtach that did not alarm. Monitor did not show a red alarm. It appears the vtach only dinged a yellow alarm. Philips support requested same day onsite service to gather log files of incident. A review of the logs shows that on (B)(6) 2018 at 23:29 the arrhythmia analysis was turned off and was not turned back on until (B)(6) 2018 at 04:24. Hospital not aware that the arrhythmia analysis could be turned off, this field is greyed out (the ¿all arrhythmia alarms off¿ option is greyed out indicating that alarms cannot be modified). There is a workaround discovered that allows the user to turn off all arrhythmia alarms ¿ this is not obvious and was not included in any philips training per nursing education ¿ this can be turned off under ¿multi lead analysis¿ via the third drop down box ¿arrhythmia / st off ¿ ¿all arrhythmia off¿ does then appear as a visual on the screen. Philips manual indicates that in this off mode: ¿the only available ECG alarms are: hr limit, asystole, and vfib, there are no st alarms. Ce working with philips to disable this workaround. All other monitors inspected ¿ n.00 (philips 2601) is the software version at hospital, it seems to be and philips has confirmed that this anomaly occurs when this software is used in conjunction with the 2601 telemetry transmitter, however, this anomaly does not occur when n.00 is used in conjunction with the 4841a and mx40 telemetry transmitter. There are newer models. Philips confirms that the older sds telemetry does not allow the user to disabler the arrhythmia alarm off feature. A root cause analysis was done and a deviation from safe practice (human factor, alarm fatigue) was found but we feel this anomaly was a contributing factor.